Manufacturer narrative:
(B)(4). Manufacturing year is 2013. Field service specialist visited the account and performed laser energy & power measurements and pressure checks, all the values are within amo specifications. Performed 2 daily alignment verification and 2 mock treatments; both the tests completed successfully. Patient log was pulled from the system and forwarded to technical support for evaluation. Technical support didn't find anything abnormal in the data. While on site provided surgery support for one lcs treatment, procedure completed successfully without neither errors nor any issues. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that during the femtosecond laser assisted cataract surgery (flacs) with catalys laser treatment in left eye, there was a difficult resection. Patient experienced an incomplete capsulotomy with tags after and complication that required a vitrectomy to be performed.